Manufacturer narrative:
Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing a liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum and exit site. Staphylococcus epidermidis is commonly found in the mucus membranes, axillae, and on the skin of humans. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized for peritonitis. Follow-up with the pdrn revealed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = >8000 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 1500 mg every 3-5 days (based on vancomycin trough level), and ceftazidime 1000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2026, and the patient¿s ceftazidime was discontinued. The patient is recovering from the serious adverse events and continued to undergo ccpd while hospitalized. The patient was discharged home in stable condition on (B)(6) 2026 and resumed ccpd therapy utilizing a replacement liberty select cycler without any reported issues. The pdrn attributed causality to a touch contamination event involving poor hand hygiene prior to initiation and termination of treatment (observed post-discharge during home evaluation). Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.